Event description:
During a scs trial procedure, intraoperative testing was done on the pt's trial leads. It was reported that stimulation could not be turned up without overstimulation to the pt. The physician moved the lead superiorly and inferiorly from t6-t11, but the issue persisted. The physician aborted the trial procedure. The facility discarded the trial leads; therefore, they will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.